Event description:
It was reported "yesterday, when inserting a lma flexible size 5 for general anesthesia, the cuff tore, making it unusable." The surgery was successfully completed without complication. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number unavailable as complaint product does not have a confirmed batch/lot number.

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complaint product does not have a confirmed batch/lot number. The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "review on the cuff area, the cuff was tear/torn". A device history record review was performed and no relevant findings were identified. It was also reported that "reviewed on manufacturing site process, the mask/cuff was assembled correctly and passed all the in-process checks and finished goods quality inspection." The reported complaint was confirmed. The manufacturing site reports "the mask had been used 1 time prior to this incident and hence this issue is not manufacturing related. Potential this torn happen during handling after use of the product."

Event description:
It was reported "yesterday, when inserting a lma flexible size 5 for general anesthesia, the cuff tore, making it unusable." The surgery was succesfully completed without complication. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".